Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, tidal volume difference of 20ml between set and displayed value was found. The issue occurred due to leak in the humidifier port. Evaluation of provided information confirm occurrence of expiratory minute volume low. Expiratory minute volume low indicate an excessive leakage in the patient circuit or an increased expiratory resistance in the patient¿s breathing system. This alarm may indicate insufficient ventilation to the patient or no ventilation. Alarm will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to external device.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that tidal volume was not delivered. There was no patient harm reported. Manufacturer's ref. #: (B)(4).